Manufacturer narrative:
Logged against an unknown meter since the serial number provided, (B)(4), did not have the appropriate number of digits. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's daughter said the compact plus meter display screen appears to be burnt. No adverse event reported. A request was made for the return of the device, replacement was sent.